Event description:
It was reported to boston scientific corporation that a boston scientific mesh was implanted into the patient during a procedure performed on an unknown date. Following the implantation, it was noted that the patient was highly allergic to the mesh implanted and it did not work as intended.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Blocks d4, h4: the suspect device lot number is unknown; therefore, the lot expiration and device manufacture dates are unknown. Block d4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: the following imdrf patient code capture the reportable event of: e0402 - allergic reaction. The following imdrf impact code capture the reportable event of: f12 - serious injury/illness/impairment. F0101: device did not work as intended.